Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/09/2020.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phz452 batch number, and no non-conformances were identified. Investigation summary: it was received for analysis an empty opened foil, an empty labeled winding former and a dispensed needle-suture of product code (B)(4), lot phz452. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident. One photo was provided for analysis. Upon the visual inspection of the picture, one empty foil and a winding former with a needle-suture combination appears to had the sides of fixation tab broken. However, no conclusion could be reach.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and a barbed suture was used. It was reported that the fixation feature had been missing in the newly dispensed suture when it was opened. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the sides of the fixation tab were broken. No additional information could be provided.